Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings: during investigation, the original keypad complaint was unable to be duplicated. The keypad was intact with no evidence of peeling or damage and all the keys were responsive. The keypad was removed and there was no evidence of contamination found on the key contacts.